Event description:
Clinic notes dated (B)(6) 2014 noted that the patient has been having more seizures, staring, or head turn to the left and automatic sounds. The notes indicate that the generator battery is at end of life and is causing an increase in the patient's seizures. It was noted that the generator was interrogated and showed ifi - yes. It was noted that the patient would be referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.

Event description:
The patient underwent prophylactic generator replacement due to ifi - yes on (B)(6) 2015.